Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while priming the tubing with ns and unraveling the set gently the tubing separated near the luer and leaked ns on the floor. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated and leaked was confirmed. During visual inspection, it was noted that pvc tubing is completely separated from the smartsite inlet port below the lower fitment. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
The customer reported that while priming the tubing with ns (normal saline), and unraveling the set gently the tubing separated near the luer and leaked ns on the floor. Although requested, there has been no impact to patient response or additional event information made available to date.